Event description:
Reportedly, medication was administered. There was no tape removal or further surgery required. Urinary tract infection was reported. There is a possible relation to the procedure or device. The patient condition was resolved.